Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and tactile examination of the returned device identified that the shaft was severely kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the device. The bumper tip of the device showed no signs of damage. The balloon was not refolded. There were clear crimp marks present on the balloon material however, the stent was deployed from the balloon and was not returned for analysis. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-may-2016. It was reported that crossing difficulty and shaft kink occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the calcified right subclavian artery. After pre-dilation was performed using a peripheral balloon catheter, a 9.0x40x135cm express¿ ld vascular stent was advanced but failed to cross the lesion despite multiple attempts were made and it was noted that the shaft was kinked. The procedure was complete with a 9x25 express¿ ld vascular stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent did not dislodge inside the patient.